Event description:
It was reported that the caller experienced a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support, who provided guidance for a complete pump reset, successfully resolving the issue as the pump did not display the cgm error code again, allowing the caller to start their sensor session successfully.